Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00267 on 16-nov-2021. Additional information (16-nov-2021): siemens received information from the customer stating that the employee who fell is currently attending physio treatment and is on a gradual return to work. Siemens further investigated the event and concluded that the leak was caused by the incubation bath oil bottle overflowing due to the low-level sensor needing mechanical adjustment. The investigation conclusion code of section h6 was changed to reflect the investigation conclusion. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) for an unrelated purpose and reported a leak from a bottle behind the ancillary bottles of the advia chemistry 1800 instrument, which alleged to have caused the slip and fall event. A siemens customer service engineer (cse) was dispatched to the customer's site and examined the instrument. The cse determined that the incubation bath oil bottle overflowed and caused a leak. The cse adjusted the incubation bath oil low sensor. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that fluid leaked from a bottle in an advia chemistry 1800 instrument. Before contacting siemens, the customer indicated that they contained the leak using pigmats but did not specify the extent to which the floor surface was cleaned following the leak. Subsequently, the customer alleged that a laboratory employee fell and injured her knees and ribs due to the leak. The customer indicated that the laboratory employee sought medical attention; however, specific medical intervention details were not provided. Siemens followed up with the customer regarding the status of the laboratory employee and was informed that she was advised to obtain x-rays. The laboratory supervisor indicated the employee has not returned to work and was "advised by physician to be off next week as well with a follow up visit to physician for x-rays." Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified.